Manufacturer narrative:
The biomedical engineer (bme) reported that the gz monitor would drop off or would not show up when they would try to monitor it on the central nurse station (cns). The bme reported that when the unit drops off, they would lose sight of the transmitter completely. The bme reported there was no harm or injury to any patients when this would occur. Nihon kohden technical service sent an exchange unit to the customer and the customer returned their unit to nk for testing. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2022 emailed the customer via microsoft outlook for patient information: reply was received and customer could not provide the requested information for the patient demographics or concomitant medical device(s) involved.

Event description:
The biomedical engineer (bme) reported that the gz monitor would drop off or would not show up when they would try to monitor it on the central nurse station (cns). The bme reported that when the unit drops off, they would lose sight of the transmitter completely. The bme reported there was no harm or injury to any patients when this occurred. Nihon kohden technical service sent an exchange unit and the bme returned their unit to nk for testing.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter would drop off or would not show up when trying to monitor it at the central nurse station (cns). When the unit drops off, they would lose sight of the transmitter completely. No patient harm was reported. Investigation summary: troubleshooting did not resolve the issue. Since there was a previous similar issue at the facility on 07/27/2022, the customer requested a replacement and evaluation of the device. The reported device was returned, cleaned, decontaminated, and evaluated. During evaluation, we were unable to duplicate or confirm the reported issue. The unit was tested per the gz-120/130pa operator's manual and no issues were found with the device. The unit completed 24 hours of extended testing and operated to manufacturer's specifications, with no issues. Nk was unable to confirm the reported issue, as the device was returned for evaluation and no issues were found with the device. A definitive root cause could not be determined. The cause could possibly be related to either a network facility environmental issue or a lack of user education, due to a user related error (such as incorrect settings, permissions, or incorrect setup of the device and/or battery or software during the installation and setup process). Variables such as incorrect settings and/or incorrect setup, incorrect installation of battery or components (or the use of a damaged or a battery that is going bad), are known to cause or contribute to the reported issues.

Event description:
The biomedical engineer (bme) reported that the gz transmitter would drop off or would not show up when trying to monitor it at the central nurse station (cns). When the unit drops off, they would lose sight of the transmitter completely. There was no harm or injury to any patients when this occurred.